Event description:
A surgeon reports that a pt is experiencing vision problems over two years following the implant of an intraocular lens. It is reported that the lens has a cloudy appearance. A yag was attempted without success. The surgeon is considering lens replacement. The association between the intraocular lens and the event is not known. More info is being sought.